Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. Upon interrogation the pulse generator exhibited premature elective replacement indicator. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.